Event description:
The customer reported a leak when using the unicel dxc 800 synchron system. The dxc 800 was generating error messages for "cc (cartridge chemistry) sample cuvette no fluid detected" and quality control samples were out of range for all cc tests. The customer performed an instrument shutdown and reboot, and during this process identified that cc reagent probes a and b were leaking. The customer was wearing gloves, protective eyewear, and a labcoat. There was no report of operator exposure or injury. There were erroneous test results generated and none were reported outside the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed the error message "cc sample cuvette with no fluid detected" and confirmed the leak. The fse found the reagent syringe (474172) was not tight on the t-valve (758419). The fse tighten the syringe on the valve but it did not feel secure, therefore, fse replaced the syringe and the t-valve and the issue was resolved. Parts were returned for further evaluation. Parts were received on (B)(4) 2013, and analysis is pending. Identified failure mode: pending completion of the analysis of the returned parts.